Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. The manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd venflon IV catheters 20g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the report is that the nurse saw a leakage on the venflon hub and suspecting it because of the IV catheter.

Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned for the reported issue of ¿leakage¿ with lot number 0338516 regarding item # 391452, so retention samples were used for the investigation. There are no samples and no photographs received from the customer along with the reported complaint of leakage. The investigating team has used the retention samples of lot number 0338516 regarding item # 391452 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team tested the samples and no leakage was found. The DHR of material no. 391452 with batch no. 0338516 was checked and there was no quality notification found on this lot no. Since no samples or photographs are available and the retention sample simulation did not show any leakage, the defect is not confirmed. The exact root cause can only be determined if we receive the original sample.

Event description:
It was reported while using bd venflon IV catheters 20g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the report is that the nurse saw a leakage on the venflon hub and suspecting it because of the IV catheter.